Event description:
Received report claiming while the end-user was using the smartdrive device via an e2 smart watch, the device failed to stop and this forced the end-user to maneuvered the wheelchair into a wall in order to stop. No injuries were reported to have occurred as a result.

Manufacturer narrative:
Report claimed attempting to disengage the drive motor of the smartdrive device via a double tap of the pushtracker e2 watch, the drive motor continued to run which forced the end-user to collide into a wall to stop. The end-user did not sustain any injuries. End-user reports having recollection of the e2 smart watch showing a blank/dark screen when the event occurred. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to know if an anr event occurred, it could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end­ user recalls the need to restart the mx2+ application to restore operation. Information outlined in the CAPA investigation suggests that the allegations related to failure to disengage drive by tap gestures could be because of an anr error, which if to reoccur, has the potential to lead to a serious injury. The end-user confirmed the watch to have shut down during use, and confirmed having had the original version of software loaded on the e2 smart watch. The end-user was instructed to update the watch to the latest version of software that was developed to address the issue. The DHR was reviewed, and the device was found to have met specifications prior to distribution.